Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device explant procedure due to eri, lead could not be loosened from the device and the screw could not be opened. Device was explanted. Patient's condition during and after the procedure was very well.